Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there was one complaint reported for eye irritation. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Additional info was requested via mail on 02/15/2011; via fax on 02/15/2011; via phone on 02/21/2011. (B)(4).

Event description:
An ophthalmologist initially reported a pt who experienced severe keratitis following the use of this product. She stated she treated the event with aggressive lubrication. On (B)(6) 2011, additional info was received from the ophthalmologist stating this pt was diagnosed with moderate to severe punctate keratitis that is not associated with contact lens overwear or fit problems. She stated she discontinued contact lens wear and switched the pt to a hydrogen peroxide based contact lens solution. She noted she treated the pt with a preservative free artificial tear and ointment. She reported at this time, the pt's symptoms were resolving. This report is for pt 1 of 7.